Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
It is reported after an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and fully covered wall stent placement, using an evis exera iii duodenovideoscope, a piece of mucosa was found in the elevator channel post-procedure. The physician was not aware of this occurrence before the patient was extubated and anesthesia reversed, therefore was unable to re-scope the patient to judge/evaluate the damaged area. No medical or surgical intervention was provided for this issue, however, the patient was monitored overnight in the pacu to ensure no adverse effects occurred. The patient went home without complications from the procedure the next day. The tissue specimen was not sent to pathology. The patient had no medical history, primary disease, ulcer, or stenosis that contributed to the tissue injury. The physician does routinely perform suction intermittently upon withdrawal of the tjf from the duodenum, stomach, esophagus for degassing and removal of residue. Suction settings were not provided. The cap was examined after the procedure and was not cracked. The cap was checked after attaching it to the scope (before the procedure). There were no abnormalities in the appearance of the scope before or after the procedure.

Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported (added date of therapy). The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue. An olympus representative and ess(endoscopy support specialist) visited the user facility to review using this subject device with the user. It was identified the user misunderstood the recall letter instructions and operated suctioning intermittently during the procedure. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. Distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Since it was identified that the user misunderstood how to operate suctioning, and they operated suctioning intermittently while withdrawing scope, it is highly likely this is the cause of the reported event.